Event description:
The following has been reported: biomed reported: "service needed and also software update. No patient injury. " patient harm: no infusion stoppage: no. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve failure. Device was attached to a bracket and powered on during investigation. A red pump service alarm was displayed after the device was powered on. The air compressor could be heard struggling to function correctly during start up. Log files were reviewed and valve 6 failures were present. The device was opened to inspect for internal damage and perform testing on the pneumatic assembly. No internal damage was observed. The pneumatic assembly failed testing during the recharge test and hardware testing, indicating an air compressor failure. The pneumatic assembly will be removed and returned to investigation for further analysis. The air compressor will be replaced during repair before the device is sent to the test line for full functional testing.